Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted propely due to a leak in the bending section cover. It was also noted that the material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a clip that was pulled in during the examination. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the suction cylinder, the air/water-cylinder, the air/water-tube, the adhesive on the bending section cover, and the plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder, the air/water-cylinder, the air/water-tube, the adhesive on the bending section cover, and the plastic distal end cover had foreign objects. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the scope connector cover unit had a crack; due to a pinhole on the bending section cover, water tightness was lost; the suction cylinder had remains of a broken valve; the adhesives around the objective lens and light guide lens had discoloration; the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.